Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any defects with the unit. A functional flow test was performed with no evidence of blockage. The reported condition could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot 14c008 was manufactured march 3, 2014 ¿ march 4, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow. This occurred after filling. There was no patient involvement. No additional information is available.